Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler heater test failed due to thermistor out of specification. It was identified that the cause was due to a shorted fuse on the ac distribution board. A known good ac distribution board was installed and the heater tray became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patient¿s liberty select cycler alarmed fluid temperature out of range during setup. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. There were no adverse events, injuries, or medical intervention required as a result of the event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the fuse on the ac distribution board was shorted.

Event description:
Additional information was received via fax from clinic. It was confirmed that the patient was able to complete treatment with manual exchanges. The patient did not develop any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event.